Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2020. Additional information: h3.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The device was disassembled and no straps were found inside cannula shaft. No abnormalities were noted on internal device components. The provided device was fully dispensed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device was received and is pending evaluation. As further details become available a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia under coelioscopy on (B)(6) 2020 and the absorbable straps were used. During surgery, the straps did not adhere sufficiently according to the surgeon's judgment and the device did not contain 25 straps. Another like device was used to complete the procedure. As a result there was a bad implantation of the device. There were no adverse patient consequences reported.